Event description:
Customer reported a high blood glucose event of 520 mg/dl, but there was no frequent or recurring issue as noted by the customer. Cause was not known. The customer took corrective action through correcting the injection via multiple daily injections and did not require incapacitating assistance from a third party. Technical support suggested that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels.